Manufacturer narrative:
(B)(4).

Event description:
It was reported that competitive atrial pacing causing inappropriate auto mode switching was observed through merlin.net transmission. Programming changes were suggested.